Event description:
Regarding precision extra test strip malfunctions. I have been using these daily as our glucometers. I noticed that if there isn't enough blood during first attempt to obtain finger stick a false reading will occur. Usually low. Our nursing home obtained new test strips on the day of the recall. The next day, I had a pt with a low glucose reading of 38 with clinical symptoms. I retested pt. From same blood source a second time and obtained a reading of 181. Knowing this pt and her clinical symptoms I retested again and obtained a reading of 46. I treated the pt; was treated for the hypoglycemic rxn. I had noticed that there were problems with low readings for some time. Thought it was the age of equipment or a low battery. I still believe there are problems with the precision extra glucometers and should be further investigated. I am a registered nurse in (B)(6). Precision extra glucometers and test strips with new approved lot#'s continue to have unreliable and or false readings. Dates of use: (B)(6) 2009 - (B)(6) 2010. Diagnosis or reason for use: diabetes glucose. Event reappeared after reintroduction: yes.